Manufacturer narrative:
B1, h1: a device was returned 03dec2019 from the same user facility and describing the same failure mode as that contained in this medwatch report. This device was thus used as a representative device for the investigation into this event. On inspection of the representative device, the tip of the sheath was observed flared out. No other damage was noted to the device. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was any medical or surgical intervention taken as a result of the device failure. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It is unknown if the unspecified number of devices will be returned to the manufacturer. (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, unknown performer introducers have recently had a "gap" between the introducer and the dilator. Details regarding the specific product information and number of devices involved is unknown. There has been no report that any part of a device remained in any patient's body, that any patient required additional procedures, or that any patient experienced adverse effects due to these events.